Event description:
It was reported that the patient presented to the emergency room due to diaphragmatic stimulation on the lv lead. The diaphragmatic stimulation was noted to be on both vectors. The issue was resolved by turning the lv lead off. No further patient symptoms reported.